Event description:
On (B)(6) 2008, a pt was implanted with a gore propaten vascular graft in an a-v access procedure from the brachial artery to the basilic vein. On (B)(6) 2008, the pt presented with steal syndrome, leading to an excision of the av graft.